Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and identified an issue with the system's display. Corrections included replacement of the lcd display. Unit was calibrated and safety tested to factory's specifications.